Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for ablation. During the procedure when attempt was made to energize, the nrg did not cross the septum. No error message was displaced on the bmc rf generator. Attempt was made second time, but was not able to cross. The generator was in ready mode and the foot switch was in pulse mode, a buzzing sound was heard which indicates power was supplied in heart, but no bubbles were noted on the ice. Thus the needle was pressed against the septum rather than energized and the procedure was completed successfully with no patient complication using the same original device. No device was replaced. Needle was not manually shaped. No damage was noted to the needle or any of the device. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the device was visually inspected and found to has its distal tip kinked. The device passed the flow test. Next, the nrg needle passed the puncture test performed on a bench-top model by using testing dongle to bypass the write protected eeprom. Additionally, the device passed active tip dimensions and impedance values of the returned rf needle were within specification. The device, however, failed the design specification for the curve overlay inspection, which was due to the manual reshaping of the needle that was evident along the curve profile. Therefore, the allegations of failure to cross septum cannot be confirmed as issue was not replicated on the bench top test and needle successfully delivered rf energy and crossed the tissue.

Event description:
It was reported that nrg transseptal needle was selected for ablation. During the procedure when attempt was made to energize, the nrg did not cross the septum. No error message was displaced on the bmc rf generator. Attempt was made second time, but was not able to cross. The generator was in ready mode and the foot switch was in pulse mode, a buzzing sound was heard which indicates power was supplied in heart, but no bubbles were noted on the ice. Thus the needle was pressed against the septum rather than energized and the procedure was completed successfully with no patient complication using the same original device. No device was replaced. Needle was not manually shaped. No damage was noted to the needle or any of the device. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.